Event description:
Blood was noted in the iabp tubing. Patient's bp stable at all times. Iabp was immediately turned off. The balloon was removed and pressure applied. The iabp was going to be removed that day anyway.